Event description:
It was reported that the patient presented in clinic for a follow up visit. The pulse generator exhibited invalid diagnostic data. The patient did not experience any adverse consequence. The device remained implanted.

Event description:
Additional information on (B)(6) 2015 notes the device exhibited new occurrence of diagnostics anomaly.

Event description:
New information on (B)(6) 2014 notes new occurrence of diagnostics anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information on (b)(60 2014 notes during interrogation an error message appeared saying - diagnostics data was cleared because they were invalid - for the second time.